Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during the implant attempt, noise was seen on the atrial channel after the atrial lead was connected to the device. Many attempts were made to fix the problem, but the noise remained. The atrial connector was inspected, and there appeared to be insulation issues on the connector. The device was exchanged for a new one, and the noise disappeared. No patient complications have been reported as a result of this event.